Manufacturer narrative:
The customer changed the wash solutions to the correct position. The customer flushed and primed the tubing several times. (B)(4)

Event description:
The customer reported that wash solutions a and b were loaded incorrectly. No erroneous results were reported. Incorrect wash solution connection or placement on the provue and testing was performed could be a potential for cross contamination.